Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At 2:28 am the customer received a blood glucose result of 129 mg/dl on her guide system. The patient experienced low blood glucose symptoms of shaking and sweating. The customer thought that she was okay and did not treat her symptoms because she received a normal blood glucose result. The customer passed out 10 minutes later. The customer's daughter treated her with a glucose tube, orally. After 20 minutes the customer regained consciousness and was stable. The customer believes the guide system contributed to her passing out because she believed the reading instead of her symptoms and delayed treatment.